Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
High thresholds were reported. The pace/sense portion of the high voltage lead was capped and replaced with a pace/sense lead. No patient complications have been reported as a result of this event.